Manufacturer narrative:
Investigation summary: two 2000e china samples from lot 21025823 were received in open packaging for investigation. No connecting products were returned to assist the investigation. A visual inspection of the returned smartsite components did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; in each instance no flow restrictions or occlusions were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21025823 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsites. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However in this instance no occlusion was observed during testing of the returned samples, please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not returned, and the reported occlusion was not replicated during testing of the returned samples it could not be determined which is the most likely root cause for the customer's experience in this instance. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months. Investigation conclusion: two 2000e samples were received in open packaging from lot 21025823. No connecting products were received. Functional testing of the products involved connecting them to a bd plastipak 60ml syringe from stock, and observing through the base of the syringe to determine if the piston opened or remained closed upon connection. It was found that the piston opened upon connection to the syringe in both cases. Further testing involved flushing fluid through the smartsite using the same syringe to determine whether there was occlusion. No resistance to flow was encountered for both cases.

Event description:
It was reported that 5 ll vlv adpt(stand alone) experienced flow issues, and was clogged. The following information was provided by the initial reporter: on (B)(6) 2020, the customer opened the newly packaged infusion connector and performed the infusion operation. After connecting the infusion set, there was no dripping. After removing the connector, the dripping was successful. The syringe was connected to the connector separately for operation, and the injection did not drip. The hospital is a newly developed hospital in may. The department has found 5 cases of this situation. Currently, the department has retained two samples that can be sent back for the company to investigate.